Manufacturer narrative:
At this time, the atrial lead remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that during a device check, interrogation results showed some spontaneous noise on the atrial channel. There were three impedance readings which showed values greater than 2000 ohms which started a couple months ago. All other measurements were normal. Pocket manipulation was able to recreate noise, but impedances were stable. No adverse patient effects were reported.